Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent ipg revision on (B)(6) 2015 (reference MFR report #: 1627487-2015-03386). Intra-operative testing revealed high impedances on the lead. As a result, the lead was explanted and replaced. Effective therapy was obtained after the surgery.